Manufacturer narrative:
H3: one opened and unused sample was returned for evaluation. Visual found no physical damage or other anomalies. To replicate clinical use, the cassette was filled with 100ml of water using an ICU medical provided syringe. The cassette was then installed on a cadd solis 2110 pump. 10ml of priming was done on the cassette. No pump alarms were observed. Then an additional 10ml of priming was done with the extension set connected. No pump alarms were observed. No leaks were observed from the luer connection. The complaint of leakage cannot be confirmed nor replicated. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that at the time of medicinal liquid filling, the aqueous solution thought to be medicinal liquid was accumulated between the cassette and the bag. The event occurred during priming. There is no patient involvement.